Event description:
This lv lead was implanted on (B)(6) 2010. And capped on (B)(6) 2013, due to diaphragmatic stimulation. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).